Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. It was unclear whether there was any impact on the customer's blood glucose level due to the malfunction. Technical support provided pump reset information and assisted the customer in resetting the pump, although the call was disconnected and a follow-up was planned.